Manufacturer narrative:
The insulin pump passed self test, off no power test, a21 error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test and excessive no delivery test. The operating currents were within specifications. No unexpected display anomalies noted during our testing. However, the insulin pump was received with cracked case at the display window corners, minor scratches on lcd window, cracked lcd window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, cracked belt clip slot, stained end cap sticker and stained address serial number label.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had cosmetic damage with cracks over the insulin pump screen. Some part of the screen was hard to see. The pump was not dropped or bumped. The damage has no effect on the customer's blood glucose. Customer agreed to have the pump replaced.